Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was wrinkled and kinked. In addition, it was revealed that the catheter shaft were ruptured and blood found in the catheter hub and rhv (rotating hemostatic valve). During the functioning test, it was found that the balloon failed to inflate and leaks were observed at the balloon catheter rupture site. Information from the complaint indicated that the subject device was confirmed to be in good condition after unpacking and preparation, the device was prepared as per the dfu, no resistance was experienced during handling of the device, continuous flush was maintained, the patient's anatomy was moderately tortuous, and the kink was found near the distal shaft after the physician finished the procedure. Although the blood found in the catheter hub and rhv is generally an indication of lack of continuous flush and excessive force during use, this could not be definitively determined based on the information provided. Given that the complaint device passed all manufacturing and quality inspections, no issues were found during the device history review, and all device measurements found during this investigation were in specification, the cause of the reported and analyzed balloon catheter damaged, balloon catheter rupture, balloon catheter kinked, balloon failed to inflate and balloon catheter shaft leaked could not be determined.

Event description:
During the analysis of the returned device, it was revealed that the balloon catheter was ruptured and leaked. No clinical consequences reported to the patient.